Manufacturer narrative:
The ge svc rep replaced the vertical lift. No pt injury was reported.

Event description:
The customer reported that the column will not go up/down intermittently. The technician was able to get it to work after several attempts and case was completed without further incident and no injury to the pt.